Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in the concentric, heavily calcified, moderately tortuous, 90% stenosed proximal left anterior descending artery. After a guide wire crossed the target lesion, pre-dilatation was performed with a non-abbott balloon catheter; however, the device was changed to a 2.5 x 15mm nc trek for additional pre-dilatation. Resistance was felt during advancement of the nc trek balloon catheter. The balloon ruptured during the first inflation at 12 atmospheres. The device was changed to another non-abbott nc balloon and pre-dilatation was completed followed by stenting. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.